Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital after receiving inappropriate shock therapy due to the right ventricular lead dislodgement. The lead also exhibited high pacing lead impedance. The lead was explanted and replaced. The patient was stable post procedure.